Event description:
It was reported, the ultrasonic surgical instrument tissue pad was worn out after five activations, but the tissue pad did not fall off. The issue occurred, during a therapeutic laparoscopic lumbar resection procedure. There were no reports of patient harm. The procedure was completed without delay, after changing to a product from another company.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: g2 (unmark health professional). Additional information added to fields d4, d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's allegation of tissue pad worn out was confirmed. Based on the results of the investigation, it is assumed that the ultrasound output with the grasp closed without grasping the tissue (including after the tissue has been cut) has caused severe wear and tear of the tissue pad, resulting in some flaking. The event can be prevented by following the instructions for use: do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.